Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Customer reported they have not been eating much to do another "medical condition" the customer would not disclose what the condition was and thinks this could have attributed to the low. Emergency medical services (ems) was called and assisted with giving the customer sugar and checking bg level which reportedly was now 65mg/dl. Additionally, the customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.